Manufacturer narrative:
Age at time of event: 18 years or older

Event description:
It was reported that insufficient stent apposition occurred. The 60-70% stenosed, 8mm x 60mm target lesion with an inner size of 6mm was located in the moderately tortuous and severely calcified left external iliac artery. After an epic stent was deployed in the target lesion, an opticross imaging catheter was advanced to view the lesion. However, the opticross imaging catheter became stuck where the stent was deployed as the stent was not fully deployed because of inflation failure and no post-dilatation was performed. Additionally, due to the tortuousity of the lesion, the opticross imaging catheter faced outside of the patient's body. Despite this, the procedure was completed with no patient complications reported.